Event description:
When unpacking the order from the cooler box, it was noticed that one (1) elastomeric device filled with piperacillin- tazobactam 3.375g/ns 75ml was broken where the tubing comes out at the bottom of the reservoir. Model #101000, lot #0202528367.